Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level of 38mg/dl. As a result of the low bg the customer lost consciousness, fell and bruised their knee and nose, and was subsequently transported to the ER by paramedics. Glucagon and a dextrose (d10) injection were administered by a health care provider to address the bg and customer was treated with intravenous fluids of saline while in the ER. Suspected cause was due to the customer¿s settings requiring adjustments. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Customer updated their pump settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.